Manufacturer narrative:
The device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issue to be the metering valve.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was delivering low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.